Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two pictures were received by our quality team for investigation to verify the leak. Upon visual inspection of the pictures received, it shows the stopper is out of place which is likely what caused the leak. Two retained samples were also evaluated. Upon visualization, no defects were noted. The samples were assembled to two vials with no issues found and the protector properly fit the vial with no leak found. A device history record review found no nonconformance associated with this issue during production of this batch. Based upon the investigation performed by the quality team, the root cause of this incident cannot be determined. Investigation conclusion customer complaints about leak between protector and vial. The pictures shows the stopper out of their place and it seems likely that this lead to a leak. Retained samples does not show any defects. No nonconformance which may lead to the claimed defect were found in lot#1709008 (assembly lot#7263459). It is important to take into account that the type of the rubber stopper also can influence in this type of defects. Vials used during the tests are capped in quality lab. The type of rubber stopper used for p55 vials is not the same as that used for p50 vials, for example. The lab technician has sometimes noticed, that if the rubber stopper is not the right one, it can fall into the vial when the p55 is used. Leak between protector and vial. Customer complaints about leak between protector and vial. The pictures attached confirm the defect: the stopper is not properly positioned after the assembly of the protector to the vial. Two retains samples were tested: visual inspection shows no defects. They were assembled to two vials: no issues were found, the protector fitted properly the vial and no leak was found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version, (e.g protector highness, snap fit highness, snap fit diameter). During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verified if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion: taking into account the pictures, it is possible to confirm the defect. The pictures shows the stopper out of their place and it seems likely that this lead to a leak. Retained samples does not show any defects. No nonconformance which may lead to the claimed defect were found in lot#1709008 (assembly lot#7263459). It is important to take into account that the type of the rubber stopper also can influence in this type of defects. Vials used during the tests are capped in quality lab. The type of rubber stopper used for p55 vials is not the same as that used for p50 vials, for example. The lab technician has sometimes noticed, that if the rubber stopper is not the right one, it can fall into the vial when the p55 is used. The root cause of this complaint cannot be established. Root cause description. Taking into account the pictures, it is possible to confirm the defect. The pictures shows the stopper out of their place and it seems likely that this lead to a leak. Retained samples does not show any defects. No nonconformance which may lead to the claimed defect were found in lot#1709008 (assembly lot#7263459). The root cause of this complaint cannot be established.

Event description:
It was reported that before use a bd phaseal¿ protector was found leaking as ¿the spike bent when attaching to the vial, and there was leakage.¿ there was no report of exposure, injury or medical intervention needed.